Manufacturer narrative:
The technician replaced the left foot and right head casters to repair the stretcher.

Event description:
Information received indicates when the brakes were applied and you pushed on the stretcher, the casters would ratchet sideways at both the foot end and head end, however, the brakes would hold the wheels from turning.